Event description:
After rewarming, staff noticed a pink coloring in the normally clear water lines connecting the heater/cooler unit with the oxygenator. This indicated a possible blood to water leak. Possible communication between the sterile blood pathway into the non sterile water pathway of the oxygenator. Heater/cooler use was discontinued, disinfected and will be out of service until water samples come back clean.